Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room due to diabetic ketoacidosis and blood glucose (bg) level of 1000 mg/dl. Customer was treated with intravenous fluids of saline and insulin and was discharged later the same day with the issue resolved and no permanent damage. Reportedly, the pump battery was intermittently depleting quickly resulting in the pump shutting off. Customer reverted to an alternate method of insulin.